Manufacturer narrative:
This report is submitted on september 14, 2023.

Event description:
Per the clinic, the patient experienced a rattling sound caused by the loosening of the fixation screw. On (B)(6) 2023 the device was removed, a skin revision was performed to allow the device to sit properly and the device was screwed back onto the implant.